Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the nurse found the distal lumen was leaking between the brown head and the extension line. The head was half broken and almost falling off. The device was replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material and a box clamp was returned connected to the catheter body. The catheter body appeared intentionally trimmed. Visual examination revealed the distal luer hub was separated. The distal extrusion edge of separation appeared rough and jagged, indicating undue force caused this failure. Material from the extension line was observed in the separated hub indicating the extension line tore, causing the separation. The returned catheter body was trimmed to 100 mm which indicates at least 107 mm were separated and not returned per product drawing. The outer diameter of the distal lumen measured to be 2.14 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal lumen measured to be 1.42 mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the lumen wall thickness measured within specifications. The proximal and medial lumens were flushed using a lab inventory syringe. No blockages or leaks were detected. A manual tug test confirmed the proximal and medial luers were fully secured to their extension lines. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separated distal luer hub was confirmed by complaint investigation of the returned sample. The distal luer was separated and the edges of separation on the lumen appeared rough and jagged. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the nurse found the distal lumen was leaking between the brown head and the extension line. The head was half broken and almost falling off. The device was replaced without incident.